Event description:
Using a linvatec ablator for a shoulder procedure, patient received a pad burn on the right calf. Burn occured on the top portion of where pad was placed. There were 2 burns in the area, burn was described as 3rd degree, width - 3 inches, height 1/2 inch. The initial reporter stated the ablator (cat#: ia-2379-fc) IFU calls out for a single dispersive pad, and the pad used was a dual dispersive.

Manufacturer narrative:
The suspect device(s) were not made available to conmed for evaluation. However, the event description states the user facility used a dual dispersive electrode which is contraindicated in the ablator IFU; a single dispersive electrode is to be used.